Event description:
It was reported, that the device was sensing myopotential inhibition. Programming changes were not made at this time. There were no adverse health consequences. The patient was stable.